Manufacturer narrative:
Batch review performed on 12-jun-2024 lot 2302932: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 2028-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
On the (B)(6) 2020 the patient underwent primary surgery. Subsequently, on the (B)(6) 2023, the patient has been revised because of infection (emdr 2023-00929). The surgeon performed a washout and revised successfully the liner. Presently, on the (B)(6) 2024, the patient came in reporting infection. A washout was performed and the liner was successfully revised.